Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a worn coupling and was making excessive noise. Therefore, the reported condition that the device had a defect was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn coupling, insufficient/low power, was making excessive noise, and component damage. It was further determined that the device failed pretest for check the power with the test bench, and general condition. It was noted in the service order that the device had an article defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.